Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase blood level and liver function tests were rising. The patient was off warfarin and aspirin due to recurrent gastrointestinal bleeds. No other signs of pump thrombosis. No additional information was reported.